Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was also reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 871 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Symptoms reported include hyperglycemia, difficulty breathing, rapid heart rate, large ketones (20) and "generally not feeling well". The patient was treated with intravenous medications/fluids and insulin. Pod was removed to the hospital and patient stated she was unsure the cannula inserted properly. Patient was discharged after spending 2 days in the hospital. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The device was received deployed. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to the improper insertion of the cannula. The exact cause of the reported improper cannula insertion could not be conclusively determined. The downloaded data did not show any timeouts or drive stalls during the pod's run. Abnormalities were observed at the start of the rotational sensor data but did not replicate for the rest of the run. Thus, the device was reset and paired with a master pdm to deliver a 5u bolus; the bolus was successfully delivered and the rerun data did not generate any alarms and did not show any timeouts or drive stalls. The rotational sensor abnormalities observed in the original data did not replicate in the rerun data.